Manufacturer narrative:
(B)(4) were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via log file analysis which revealed multiple electrical fault alarms on the reported event date. Visual inspection of the driveline confirmed exposed driveline wires that were missing insulation. A driveline splice repair was performed to mitigate the conditions reported. The confirmed malfunction is related to the reported event. The most likely root cause of the reported alarms were the exposed driveline wires. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient was hospitalized after experiencing multiple e faults at home previous evening. Reviewed service report form (per the source, the driveline has had trauma twice in the past, so the cause of the complaint could be the driveline.) "High watts/single stator operation and evaluation noted that black wire exposed, isolate with silicone, perform sheath repair and restart controller, splice repair was performed. During the repair pump stopped 60 seconds, patient remained conscious throughout the procedure." Log file review - -1 high watt alarm was logged on (B)(6) 2016 at 22:55:25. The high watt alarm limit is currently set to 10.0 w. -2 electrical fault alarms have been logged at the following times: -(B)(6) 2016 at 22:55:23 -(B)(6) 2016 at 01:08:54 returned to normal power consumption after splice repair per log file on (B)(6) 2016.